Event description:
It was reported via clinical trial that the target lesion was located in the 1st diagonal with 90% stenosis. Predilatation was performed prior to placement of the 2.5 x 28 mm study stent. Following post-dilatation, edge stenosis was observed on the distal portion and was therefore covered with a 2.50 x 12 mm study stent. Lesion stenosis after stenting was 0%. On (B)(6) 2009, 1 day post index procedure, cardiac enzymes were noted as being elevated, which is consistent with the protocol definition of an myocardial infarction(mi). No action was taken to treat this event. The patient was discharged (B)(6) 2009 on aspirin and clopidogrel. No additional information was provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device remains in the patient. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. There was no reported product deficiency. The reported myocardial infarction (mi) is listed in the instructions for use (IFU) as a known adverse event. In this case, the patient was treated with medication (aspirin and clopidogrel). Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure. No. 2 promus #1009539-12b, lot#8101561,ser # unk is being reported under a separate medwatch report number.